Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was elevated thresholds on both right ventricular (rv) epicardial leads. It was noted that one of the epicardial leads had fractured and the patient experienced pocket stimulation. During replacement surgery, the pin, from the fracture epicardial lead, came out of the lead and stayed in the adaptor when the set screw was loosened on the adaptor. Both epicardial leads were capped and replaced with one lead. No further patient complications have been reported as a result of this event.